Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since (B)(6) 2013, there is an increase in the number of channels with status hi. The patient had a fall a few weeks after implantation surgery. Her speech perception has significantly degraded with the sudden onset of a 'sizzling' tinnitus that began in (B)(6) 2014.